Manufacturer narrative:
Tracking number: (B)(4). Initial report sent to FDA on: 07/11/2014.

Event description:
Procedure type: colorectal. According to the reporter: the customer reports that while using the device, the clips did not come out from the device. There was an extension of the surgery time by more than 30 minutes. The issue was resolved by suturing by hand with polysorb.